Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively in veterinary case, the suture site developed seroma. A drain was placed and had to be replaced for five times. Cbc panel came back normal, dexamethasone and baytol were prescribed.